Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving dilaudid (2.5 mg/ml at 0.5 mg/day) via an implanted pump. The indication for use was spinal pain. On (B)(6) 2015, it was reported that the patient gained weight and they needed to do a pump pocket revision. They had to add extra length to the pump section of the catheter. No patient symptoms were reported.